Event description:
It was reported that device entrapment occurred. Vascular access was obtained via right femoral artery. The 24mm x 4.00-4.80mm, 70-90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 330 cm rotawire and wireclip torquer and a 1.75 mm rotalink plus were selected for use. During the procedure, a non-boston scientific 7fr guide catheter with a non-boston scientific guidewire were used to cannulate the calcified right coronary artery but could not advance distally, so a non-boston scientific microcatheter was used to provide better support. Then, a rotawire guidewire was advanced through the microcatheter and the 1.75 mm rotalink plus was delivered to ablate the mid-right coronary artery. After ablation was carried out successfully for three runs, the rotalink plus was removed from the microcatheter. As the rotalink plus was removed via dynaglide mode, it was noted that the rotawire was kinked, the stalled option appeared, and the rota system (rotalink plus and rotawire) were stuck together and could not be removed pneumatically. The whole system was manually removed and the procedure completed with another of same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
The device was returned for evaluation. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 69cm from the proximal end of the rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. Vascular access was obtained via right femoral artery. The 24mm x 4.00-4.80mm, 70-90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 330 cm rotawire and wireclip torquer and a 1.75 mm rotalink plus were selected for use. During the procedure, a non-boston scientific 7fr guide catheter with a non-boston scientific guidewire were used to cannulate the calcified right coronary artery but could not advance distally, so a non-boston scientific microcatheter was used to provide better support. Then, a rotawire guidewire was advanced through the microcatheter and the 1.75 mm rotalink plus was delivered to ablate the mid-right coronary artery. After ablation was carried out successfully for three runs, the rotalink plus was removed from the microcatheter. As the rotalink plus was removed via dynaglide mode, it was noted that the rotawire was kinked, the stalled option appeared, and the rota system (rotalink plus and rotawire) were stuck together and could not be removed pneumatically. The whole system was manually removed and the procedure completed with another of same device. No complications were reported and the patient was stable post procedure.